Event description:
The reporter indicated that the surgeon observed refractive change over time in the patient's left eye (os).

Manufacturer narrative:
Weight, ethnicity, race:unk claim# (B)(4).

Manufacturer narrative:
B1: product problem. B2: entry should be left blank . Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.6mm vticm512.6 implantable collamer lens with a -3.0/05/082 (sphere/cylinder/axis), was implanted into the left eye (os) of a patient on (B)(6) 2022. On (B)(6) 2022, refractive suprise was observed. Cause of the event is unknown. Reportedly, "monovision on the left eye was planned. The result is not achieved with the value -9.25-9.50/88. We ask for exchange. Target 1.25." H6: work order search: no similar complaints found with associated lots. Claim# (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens with a -3.0/0.5/082 (sphere/cylinder/axis), was implanted into the left eye (os) of a patient on (B)(6) 2022. Refractive surprise was observed. The lens was explanted on an unknown date. Return date- 12-apr-2023 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found foreign material/residue/debris on lens surface, specifically fibers. No visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. (B)(4).